Event description:
The customer reported that there is no alarm when pressure is lifted from the sensor pad. The customer reported that the alarm does have power with no visual damaged to the case. No pt injury was reported.

Manufacturer narrative:
Product has been requested, but has not been received.